Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a health care provider (hcp) regarding a patient with an implantable drug infusion pump with an unknown indication for use. The pump contained bupivacaine [14 mg/ml] at a dose of 6.8 mg/day, an unknown brand of baclofen [103 mcg/ml] at a dose of 50 mcg/day, and sufenta [350 mcg/ml] at a dose of 170 mcg/day. It was reported the patient¿s pump had a motor stall ¿about 2 weeks ago¿ and had not recovered, so they just wanted to permanently disable/turn off the pump and cover the patient with oral medications. The hcp stated they would not be replacing/explanting the pump at that time. No patient symptoms/complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from an hcp reported the cause of the motor stall was not determined.